Event description:
As reported by the user facility: several crnas have reported at least 3 catheter disconnects or broken catheters. It is unclear if the catheter slipped out of the connector or if the catheter broke off. At least one incident reported where catheter "broke" and a piece of the catheter remained in the connector. In addition, a crna opened a tray (332079) lot 0062048547 and applied gentle/constant pull to the catheter on both ends resulting in the catheter to snap and come apart.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.